Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition with a potential overdischarge was reported on the neurostimulator (message seen on both the recharger and pt programmer). The neurostimulator charge level was noted as 3/4 full. The por could not be cleared with the pt programmer (with or without the antenna) and the navigation button on the pt programmer was not responding. The pt's device was confirmed to be off using the recharger; however, the pt still felt stimulation (noted as a "pulsating sensation") in his back near the device. Add'l info was requested.